Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service (fse) reported that excessive amount of dust was found. The fse vacuumed the iabp, and completed preventative maintenance (pm) with full calibration. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported the intra-aortic balloon pump (iabp) displayed maintenance code# 4. The iabp was replaced with another to continue therapy, and taken to the biomedical department. There was no death or injury reported in regards to this event.

Event description:
The customer reported the intra-aortic balloon pump (iabp) displayed maintenance code# 4. The iabp was replaced with another to continue therapy, and taken to the biomedical department. There was no death or injury reported in regards to this event.